Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the patients lead had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned, as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 17365111.